Manufacturer narrative:
(B)(4). Manufactured august 10, 2015 - august 12, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a ruptured bladder. Broken tubing at the solvent-bonded junction of the luer was found when visual inspection was performed. The sample was microscopically examined with nothing noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor's (2.5 ml/h) bladder burst. This was found when the infusor was being primed with an unknown amount of an unknown drug. There was no patient involvement. No additional information is available.